Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000 serial# (B)(4)). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for left sides ischemic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident requiring a surgical intervention. At the end of the ablation procedure, during use of bwi products, the patient exhibited stroke signs to include right-sided unresponsiveness. Catheters were removed from the patient¿s body and the remainder of the procedure was aborted. Extensive testing was ordered urgently to confirm diagnosis. Patient was transferred to (B)(6) for a thrombectomy. Patient required extended hospitalization as a result of the adverse event for surgery and recovery. Patient outcome has improved. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. There is no information regarding spi value. Smart touch sf catheter was not in close proximity to another catheter. Smarttouch sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter.